Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner cathode conductor coil had a break in the neck region at the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information from a product experience report (per) form that this lead was not implanted. The lead helix would not deploy. Boston scientific received information that this lead was received at boston scientific's return product department.